Event description:
It was reported that a pump does not have audio function. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned for eval and baxter was able to confirm that the audio function was not present. Further eval identified that the absence of audio was due to a failed speaker. All defection capabilities and functions performed as expected. The failed speaker was replaced.